Event description:
Pt rec'd 3rd degree burns that were found under the electrode pads that were clipped with alligator clips on the left forearm. The clips were used to secure the pns electrode site. One small insulated alligator clip came with the pns & the hospital staff added a larger (uninsulated) alligator clip to the insulated clip. There were 2 burns....1 was 1.5 cm and the other one was 1 cm. An aspen electrosurgical generator was used during the surgery, model 2400 sabre. Nerve stimulator.